Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing and cut/cuts in the outer insulation. Based upon the clinical observations and the laboratory findings, we believe that the cuts were likely explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the dislodgment allegations.

Event description:
It was reported that during an ablation procedure, this right atrial (ra) lead was dislodged. The physician decided to give the patient a new lead as preference. No additional adverse patient effects were reported.